Event description:
It was reported that following a percutaneous transluminal coronary angioplasty procedure during guidewire removal, the tip appeared to have separated. Upon removal it was confirmed that separation of the guidewire had occurred. All portions of the guidewire were retrieved. Reportedly, no pt injury occurred.